Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 was failed and maintenance required. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed and required maintenance. A field service engineer discovered no lights on the pyxibus controller module and the drawer controller board. Replaced both controller boards. Rebooted the station and reconfigured the storage space. Tested the system in diagnostic mode, and all checks passed successfully. The system functioned as intended after the field service engineer repaired the device.